Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 5. On (B)(6) 2025, fracture of the implant was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, hypersensitivity and inflammation. No further patient complications were reported.